Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was removed from the ureter during an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the stent was removed, it was noticed to be calcified. The stent was removed in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.